Manufacturer narrative:
(Suture trimmer would not cut suture). The device was rec'd. Investigation is not complete.

Event description:
Device malfunction: difficult to load suture/knot lock/trim suture. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after device deployment there was difficulty loading the sutures onto the suture trimmer. The trimming lever was pulled back but a knot lock was experienced and the suture trimmer would not cut the sutures. A second perclose suture trimmer was used to cut the sutures. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.